Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drugs being delivered were dilaudid (hydromorphone) and bupivacaine, both with doses of 0.9988 mg/day and unknown concentrations. It was reported that last month ((B)(6) 2020) the pump "ran out" and she experienced withdrawals. The next expected refill date is (B)(6) 2020, and her next refill appointment is (B)(6) 2020 because the doctor is only in office on tuesday¿s.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the empty pump was the patient was unaware of the refill date and did not recognize alarm (thought it was house alarm). The pump was refilled on 2020-aug-13. It was noted there was 1 ml left, although ¿low reservoir alarm occurred, and the empty reservoir occurred¿ on the printout. The empty pump was resolved as the pump was refilled. The patient was educated regarding the alarm date on the printout (copy was always given to patient on the date of change at appointment). It was noted the patient had consulted with technical services for pa dosing tutorial. The patient¿s weight was not provided.